Event description:
On (B)(6) 2013 the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. On (B)(6) 2013, follow-up imaging identified a distal type I endoleak on the right side. It was reported the physician attributes the endoleak and an increase in aneurysm sac diameter by 5mm to disease progression and increase dilation of the right iliac artery. This dilation caused the distal end of the contralateral leg component to lose seal. No device migration was reported. On (B)(6) 2013, an intervention was performed to treat the distal type I endoleak. A contralateral leg component was implanted to gain 5cm of distal extension. The right hypogastric artery was intentionally covered as it was determined that the left hypogastric artery was patent. Final angiography showed resolution of the aneurysm enlargement and endoleak, and the patient tolerated the procedure. Images were not available for evaluation.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.